Manufacturer narrative:
No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed.

Event description:
As per article 'clearsight finger cuff versus invasive arterial pressure measurement in patients with body mass index above 45 kg/m2' by dr. (B)(6), the following complaint was identified during use of this clearsight finger cuff: it was concluded the vascular unloading technique did not provide blood pressure measurements in agreement with those provided by the gold standard radial arterial monitoring. The results may have been compromised by fc fitting issues in these 4 patients, by cannulation of the radial artery and by the administration of vasopressor infusion, which were used in most participants. Patient demographics not provided.

Manufacturer narrative:
Based on further engineering investigation performed by engineers at the manufacturing site, the root cause could be related to the user when choosing the appropriate size for the patient, which could generate the inaccurate values of the device. The instructions for use were reviewed and it sates that "do not overtighten the clearsight finger cuff(s)" and "improper clearsight finger cuff placement or sizing can lead to inaccurate monitoring". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.